Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. As the patient reports one (1) event per eye and was using a different device/lot in each eye, please refer to linked manufacturer report (B)(6), 9614392-2025-00018 for second associated incident report.

Event description:
This incident was reported by the contact lens prescribing or selling option optician to the manufacturer as relayed to them by the patient. The patient was not seen or treated by the reporting optician in relation to the event and limited information has been made available. It was reported that on one occasion per eye, the patient experienced lens damage during use followed by eye pain and redness and sought medical treatment at a hospital eye services (hes) location. The patient states they were diagnosed with and unspecified infection and treated with unspecified antibiotics. Due to the lack of detail provided, it is unknown if these events occurred and were treated at the same time, or on separate dates or occasions. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the unknown type or severity of the alleged infection, lack of supporting medical information, unknown patient resolution and the potential for serious or permanent injury, or medical intervention required to prevent or preclude such an occurrence, associated with some ocular infection events. Should further information become available, a follow-up report will be submitted as appropriate. As the patient reports one (1) event per eye and was using a different device/lot in each eye, please refer to linked manufacturer report (B)(6) ,9614392-2025-00018 for second associated incident report.